Manufacturer narrative:
The investigational analysis completed 2/17/2020. The device was visually inspected, and it was found in good conditions. Then during a closer second inspection a hole was found in the pebax with reddish material inside and internals part exposed. The magnetic, temperature and force features were tested, and no issues were observed. The catheter failed temperature and current leakage on electrodes. Failure analysis was performed, and reddish material and corrosion was found on the electrical connector. The current leakage and shot circuit in temperature were the cause of catheter fail. Then per reddish material and corrosion on electrical connector was performed a cool flow pump and the catheter passed specifications. The reddish material could be introduced per the broken pebax. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with webster¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that the webster¿ electrophysiology catheter was flying off the screen when coming on ablation in the left atrium. The cable was replaced, but did not resolve the issue. Troubleshooting was performed and customer moved the grounding pad to the thigh instead of the belly on the patient. Caller said the force then shot up to 80 suddenly. Catheter was then replaced and the issue resolved. There was no patient consequence. The observed visualization issue, sensor issue, and high force have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/3/2020, the bwi pal received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. During a second visual inspection on 2/13/2020, in a hole in pebax with reddish material inside and internals parts exposed. The observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/13/2020.